Event description:
Customer's mother reported via phone, the insulin pump alarmed button error and she is unable to clear it. Customer's mother doesn't know customer's blood glucose level. Customer's mother didn't recall any significant event which may have cause the device to alarm. She was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads, a broken reservoir tube lip and a missing reservoir tube seal.